Event description:
The customer reported that two devices, plugged into the same generator, were providing intermittent output and were not sealing properly. Although an end tone, indicating a completed seal cycle, was heard, the surgeons could not tell which device it came from. There was no delay in surgery and no patient injury. The surgery was completed with the two devices.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.